Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: on investigation, the functionality of the audio bolus button was not able to be tested due to the audio bolus button cover being missing from the pump. Investigation of the complaint could not be performed because the pump was received in a condition that prevented investigation of the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. Other text : 01